Manufacturer narrative:
Device has not been returned to the MFR; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported that the "screw-rod connection failed before reaching the final tightening break-off load" in a construct. Some bone screws had to be replaced, thus extending the surgery time. No patient complications were reported.